Event description:
It was reported to medtronic minimed that the customer experienced cosmetic damage and a crack in the battery compartment. The customer reported no adverse event. The event involved product mmt-1715kl. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The product return was requested for mmt-1715kl and the product was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the case on the battery tube side which starts at the left belt clip rail, another crack in the case that runs horizontally across the battery tube about where the bottom of the battery compartment is located, tiny pieces chipped off from both the left and the right belt clip rails, missing display window cover, cracked middle (enter) keypad button. The pump was received with a battery cap missing 2 weld spots. The pump failed rewind test returning a pump error 38. Unable to perform the displacement test due to the recurring pump error 38. Thump software was utilized and uploaded trace/history files properly. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. An attempt was made to turn the motor's gearbox with pliers, and it was jammed. In summary, the customer¿s report of a crack in the case was confirmed during testing. The pump error 38 is due to a jammed gearbox. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.